Event description:
It was reported that during a ptca/stent procedure in the right coronary artery, a stent failed to cross the vessel. While performing additional predilation in the heavily calcified, eccentric and 95% stenosed lesion, the vessel was reported to dissect and was treated by deploying an add'l stent. Reportedly, pt is doing well as of the date of this report.